Manufacturer narrative:
Patient information could not be obtained due to country privacy laws. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. A ge healthcare service representative performed a checkout of the equipment. The central processing unit power control board was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit alarmed 'watchdog failure' during a case causing a loss of mechanical ventilation. The alarm was cleared by rebooting the unit. There was no report of patient injury.